Event description:
Needlestick occurences (4) by rns. All had standard first aid done which included water and cleaning solutions. All were given tetanus shots.

Manufacturer narrative:
Product has been discarded; no product return is anticipated. Lot number is unknown; unable to perform device history review. Follow up to be conducted to ascertain if additional in-service training is needed. Will continue to monitor on monthly trend reports.